Event description:
The patient reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.